Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for deformed stopper with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed stopper was not observed. The most likely root cause for this defect, is misalignment between the barrel and plunger at insertion. Normally, this would result in the plunger dropping off, but in this case it appears to have been forced into place, resulting in the plug becoming squashed and deformed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd preset" arterial blood collection syringe had a deformed stopper. The following information was provided by the initial reporter: "before use, the customer found 1ea abg stopper was deformed. On 2021-2-22 received the update of the sales representative pir form, the incident description was updated as follows: visiting the nurse teacher of the respiratory department of dayi county peoples hospital, doctor said that the incident occurred on (B)(6), at 8:26, the nurse followed the doctors order to conduct arterial blood sampling. Before the operation, check that the arterial blood collection device was packaged in good condition within the validity period. After opening the package, the inspection found that blood was collected the hole stone in the abg is deformed, and the core rod cannot be pushed. After the incident, it has been reported to the drug administration network. The sample has now been retrieved"